Event description:
The customer reported that a visual alarm indicator occurred at the info center but staff did not hear any audible alarm.

Manufacturer narrative:
The customer reported that a visual alarm indicator occurred at the info center but staff did not hear any audible alarm. The customer indicated that a pt death occurred, though it was reported by the customer to be unrelated to this issue. The customer expressed concern that this product has experienced multiple failures over time. The field service engineer (fse) went onsite and found that the sound, while audible, was very low in volume and that the sound board had failed, consistent with being due to the customer's unsupported and self-installed remote audio solution which created add'l current draw on the board, causing repeated failures. At the time of the installation of this device, no remote audio solution was. Therefore, the customer devised their own solution that was not validated by philips. After this report, the fse replaced the sound board. Several meetings were held to identify potential solutions to offer to this customer to meed their needs and resolve their issues. Based on their use of statview software and the software and hardware required to make that software function available, replacement of the pc was not an option. On 05 june 08, the sales and support team met with the customer, and agreed on a solution. Philips will service and repair their 2 existing centrals and will install a philips developed and supported remote audio solution now available for use. No further action or investigation is warranted.